Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 days following the implant of this transcatheter bioprosthetic valve, the patient experienced cardiomyopathy as well as new york heart association (nyha) functional classification iii heart failure. These symptoms required the implant of a dual-function permanent pacemaker and defibrillator. Approximately three months following transcatheter aortic valve replacement (tavr), the patient was experiencing atrial tachycardia/atrial fibrillation (at/af). No additional adverse patient effects were reported.